Event description:
It was reported to boston scientific corporation in 2007, that a hydratome was used doing an ercp procedure. It was noticed that the tip of the tome appeared frayed and there were two cuts on the tip of the catheter after it exited the scope. Another hydratome was used to finish the procedure. No patient complications were reported as a result of this event. This manufacturer report is being created to correct manufacturer report # 3005099803-2008-2919.

Manufacturer narrative:
A microscopic evaluation using a 10x scope found that the distal tip had been split and was jagged in nature. The most probable root cause is that during handling use the tip of the device came into contact with part of the scope causing it to split open. A review of the device history record was performed and revealed no related issues to this complaint.